Event description:
See initial report.

Manufacturer narrative:
H.10: the reported issue re-occurred and captured under another complaint reported under manufacturer report number 9611109-2022-00035. Investigation conclusion are reported under the above mentioned reference.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not heating properly during procedure. In detail, there was a difference between the displayed temperature and the actual temperature of the water. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. When the patient tank temperature was set to 40°c, the actual temperature of the water was 38.9°c. When the cardioplegia tank temperature was set to 10°c, the actual temperature of the water was 9.1°c. The temperature sensors were re-calibrated and device was returned back into service. The customer will monitor the device for re-occurrence of the issue and will advice livanova if the problem persists. Possible root causes can be miscalibration due to a previous service activity or processor board loosing its original calibration settings. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.